Event description:
Related manufacturer reference number: 3004617090-2023-00005. It was reported that during a procedure the probes did not properly heat to desired temperature. As such, the procedure was not completed. Reportedly, the doctor had attempted to insert the probes.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
It was reported to abbott, two rfa needles were not working properly. The rep reported the probes did not properly heat to the desired temperature during the procedure; therefore, the procedure could not be completed. The physician attempted to insert the probes. On (B)(6) 2023, the rep was informed the record would be closed and reopened as needed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.